Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 2nd july 2009 and performed to specification up to the 3rd january 2016. An increase in voltage during this time suggests a further pad-pak was installed. Multiple manual power ups, some of ten minutes duration, were observed in the device memory between the 8th january 2016 and the 6th june 2016. Investigation found the fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.